Manufacturer narrative:
Based on the provided information, the investigation was unable to determine a specific root cause. A general reagent or analyzer problem was not present because the qc before the event was within ranges.

Manufacturer narrative:
The elecsys hsv-2 igg reagent lot number was 85719600. The expiration date was not provided. The field service engineer performed checks and could not establish a cause. He performed a check of the hardware components, verified the pump pressures and rinse volumes, and checked and verified proper pipettor/nozzle adjustments. He ran performance testing with results within specifications. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hsv-2 igg results from the cobas 8000 - cobas e 602 module. The initial result was 1.70 coi (reactive). The customer had a policy to repeat reactive results, so the sample was repeated in duplicate. The repeat results were non-reactive and were believed to be correct. A new sample was drawn from the patient and tested at a different laboratory, and the result was non-reactive/negative.